Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirm the customer reported complaint. Upon visual inspection, the grip cable at the wrist was found loose. The grip input disk spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the grip cable was found dislodged at the clamping pulley. Grip cable was not broken. The crimp of the grip cable was no longer seated in its slot at the clamping pulley. As a result, the cables at the wrist appeared to be damaged. In addition, the housing was removed, and the instrument was found with a broken input shaft where the dislodged grip cable resided. This failure is typically associated with mishandling/misuse. Failure analysis found the additional failure of a broken input shaft to be related to the customer reported complaint. Moreover, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Furthermore, the instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal cable came out and the instrument did not respond. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.